Manufacturer narrative:
Evaluation of complaint data for the products and likely cause lots identified normal complaint activity. A label review was also performed and found it to adequately address the customer's issue. Additionally, review of the prism metrics field data indicates that the (B)(6) rates for the abbott prism hcv products are less than the package insert upper 95% confidence intervals. A malfunction was not identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site.

Manufacturer narrative:
Lot number was not provided by the customer; therefore, only a partial UDI is known. Evaluation in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer stated that 90 plasmaphoresis samples tested repeatedly reactive using the prism hcv assay but did not confirm using the nat ultrio method. The samples were tested during the time frame of (B)(6) - (B)(6) 2016. No specific donor information was provided. No adverse impact to patient management was reported.